Manufacturer narrative:
The reported complaint was confirmed. The fsr identified that the yellow level detector pad was eroded, but still functioned properly. The replacement level detector was sent directly to the end-user for them to exchange out. During laboratory analysis, the product surveillance technician (pst) observed the distorted sensor membrane to cause disconnect alert messages. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, that the yellow level detector pad was eroded. There was no patient involvement.